Event description:
The international customer reported the ventilator could not operate on ac power. The customer reported the device was not in use on a patient; therefore, there was no patient involvement or harm. The manufacturers service provider confirmed the reported problem. The service provider reported the unit would operate on battery power but the mains power led indicator was flashing. The service provider replaced the power supply to address the reported problem. Applicable final testing was performed.